Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as upon review of the remote monitoring data, they found both the right atrial (ra) lead and right ventricular (rv) lead automatic thresholds to be at 5 volts. Further review found the rv lead had a significant increase in threshold measurements, while the ra lead was showing that the threshold testing was unsuccessful due to noise and a low evoked response signal. The presenting electrogram (egm) showed a large deflection on the atrial channel following a ventricular pace. Ts suggested further troubleshooting to determine the cause. Approximately one week later the patient underwent a revision procedure where the ra lead was found to be dislodged. The ra lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the entire system was explanted after it was decided that the patient's indications had progressed to needing a cardiac resynchronization therapy defibrillator (crt-d) upgrade. It was noted that the previous ra revision to address the lead dislodgement, was unsuccessful due to a near complete occlusion at access site. The ra lead was explanted during the upgrade procedure and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood, body fluid and issue were present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the field allegation of dislodgement. Analysis indicated that since the lead was successfully repositioned previously, the lead likely fractured during the explant procedure.